Event description:
It was reported that the cause of the elevated flows and powers was not identified. The elevated flows and powers resolved spontaneously. Thrombus was not confirmed and the patient was asymptomatic. No changes were made to the plan of care.

Manufacturer narrative:
Manufacturer's investigation conclusion: an elevated power and flow event was confirmed in the evaluation of the submitted log file; however, a specific cause for the event cannot be determined through this evaluation. The submitted log file (cs-149100 a3190838) contained data from 14feb2021 08:49:47 through 18mar2021 10:54:50. The file captured the pump operating at a fixed speed of 9000 rpm with a low speed limit of 8600 rpm. An elevated power event of 7.1 watts was captured on 17mar2021 at 06:34:40, and estimated flow reached 8.8 lpm during this event. Prior to and after the elevated flow and power event, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU (rev. C) provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 05dec2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced transient power elevations resulting in high flows. There is concern that thrombus may be forming. The patient has undergone multiple non-pump related surgical procedures during the last 2-3 months and has had multiple periods of cessation of anticoagulation. Log file analysis captured a few transient elevations in power & flow on (B)(6) 2021 at 6:34 pm. The log displayed a few transient low voltage alarms where the controller momentarily operated on backup battery/ power save mode. These events appear to have occurred during a routine change in power from batteries to mobile power unit.